Manufacturer narrative:
Block h11: block b1, b2, h1, and h6 device code has been corrected. Block h6: device problem code a0401 captures the reportable event of handle cannula break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a removal of gallstone procedure performed on (B)(6) 2022. During the procedure, a trapezoid rx basket was used in an attempt to crush an extremely large stone. However, the handle cannula broke, and the stone became lodged in the bile duct. A wire was introduced into the bile duct (alongside the trapezoid) using a tome. The ampulla was then dilated to 15 with a cre balloon (it had previously been dilated to 13.5 with a cre balloon). The basket and stone were successfully removed from the patient with the use of these additional devices. There have been no reports of patient complications as a result of this event.

Manufacturer narrative:
Block h6: device problem code a0401 captures the reportable event of handle cannula break. Block h10: the returned trapezoid rx retrieval basket was analyzed, and a visual inspection noted that the handle cannula was detached, resulting in exposure of the internal pull wire. Additionally, the working length was bent and the handle cannula had slight marks of the distal fastening screws. Although an x-ray showed that the screws were in good condition, the proximal screw depth was measured less than the minimum tolerance defined in the product design specifications. The set screw holds the handle to the cannula of the device, and if the set screw is not fastened to the appropriate depth, it could impact the set screw joint tensile strength during use of the device and cause the handle cannula to detach. It also found that the retrieval basket side car rx was pushed back approximately 1.5 mm, which is out of specification. The observed side car rx push back was likely caused by manipulation of the device during use; possibly during attempts to remove the device after the handle cannula broke. The reported event was confirmed. Based on all available information, it was concluded that the handle cannula detachment event was likely caused by a set screw that was not fastened to the correct depth during manufacturing of the trapezoid rx retrieval basket. An investigation conclusion code of 'quality control deficiency' was assigned, since the process for confirming correct set screw depth was found to be inadequate. A non-conforming events prevention (ncep) and a corrective and preventive action (CAPA) investigation was initiated to determine the root cause of these types of events and to identify appropriate mitigations. This device was manufactured prior to implementation of these solutions.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a removal of gallstone procedure performed on (B)(6) 2022. During the procedure, a trapezoid rx basket was used in an attempt to crush an extremely large stone. However, the handle cannula broke, and the stone became lodged in the bile duct. A wire was introduced into the bile duct (alongside the trapezoid) using a tome. The ampulla was then dilated to 15 with a cre balloon (it had previously been dilated to 13.5 with a cre balloon). The basket and stone were successfully removed from the patient with the use of these additional devices. There have been no reports of patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a removal of gallstone procedure performed on (B)(6) 2022. During the procedure, a trapezoid rx basket was used in an attempt to crush an extremely large stone. However, the handle cannula broke, and the stone became lodged in the bile duct. A wire was introduced into the bile duct (alongside the trapezoid) using a tome. The ampulla was then dilated to 15 with a cre balloon (it had previously been dilated to 13.5 with a cre balloon). The basket and stone were successfully removed from the patient with the use of these additional devices. There have been no reports of patient complications as a result of this event.

Manufacturer narrative:
(B)(4).